Event description:
On 11/21 customer obtained erratic values on pt sample for valproic acid. Original results was 0 ug/ml and 55ug/ml. Lab protocol is to repeat before reporting. Repeat values were: 85ug/ml and 87ug/ml. No treatment was given. No injury or impact to pt management.